Event description:
Event reported on 26 mar 24 from (B)(6) hospital munich , postoperatively , multiple embolic stroke and CT angiography revelaed thrombotic deposits in the prosthetic portion of the graft . Patient suffered from hemiparesis and was transferred to a specialised rehabilitation unit. Reported as possibly related to device , procedure and pre-exisiting condition. This report is being submitted as a follow up 1 (final) for manufacturing report #9612515-2024-00027 to provide event closure information for (B)(4).

Manufacturer narrative:
This event was reported to a terumo employee on 28 mar 24, however this was not passed to the complaints team until 11 may 24. An internal non-conformance has been raised to investigate and determine any actions required. As 2 events were reported on the same intake form we have minimal information at this time. Additional information has been requested and a request has also been made to separate the events onto 2 forms. All available information at this time has been provided. The complaint will be investigated, and details of the investigation will be included in future reports. No additional information was recieved despite 4 seperate requests. The event will be reopened if additional information is provided at a later date. Clinical code: 1770 - multiple embolic stroke. Impact code: 4614 - serious injury / illness / impairment - patient suffered multiple embolic stroke. Medical device problem code: 3190 - insufficiant information - further information was requested in regards to - patient outcome, device failure details and further actions from the clinician. Component code: 4755 - part/component/sub-assembly term not applicable. Investigation type code: 4110 - trend analysis - a 5 year review of similar complaints (medical event > stroke) gave an occurrence rate of <0.060% (complaints v sales). A second review of similar complaints (thoraflex hybrid thrombus events jan 19 - may 24 v thoraflex hybrid sales jan 19 - apr 24) was performed as thrombus was indicated, this gave an occurrence rate of 1.67%. No negative trend in the number of complaints received has been identified. 4111 - communication / interviews - minimul information was provided and 2 event details on the same intake form. Clarification and additional details were requested, but not provided. 4117 - device not accessable for testing - remains implanted. Investigation findings: 3221 - no findings available - the root cause of this event could not be determined and no causal link between the event failure and the device could be established. Investigation conclusion: 4315 - cause not established - the root cause of this event could not be determined and no causal link between the event failure and the device could be established.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on human error occurred in submission of mdrs as vmsr (voluntary malfunction summary reporting) instead of individual reporting requirement to the FDA. On (B)(6) 2024 vascutek were contacted by the FDA and informed that the h1 section had been incorrectly filled in initial MDR submissions. The firm opened a non-conformance - (B)(4) to mitigate quality system management to address issue, employee training, and implement corrective actions. (B)(4) was opened on (B)(6) 2024 and closed on (B)(6) 2024. There is no change to the device performance or risk profile. This event was reported to a terumo employee on (B)(6) 2024, however this was not passed to the complaints team until (B)(6) 2024. An internal non-conformance has been raised to investigate and determine any actions required. As (B)(4) events were reported on the same intake form, we have minimal information at this time. Additional information has been requested and a request has also been made to separate the events onto (B)(4) forms. All available information at this time has been provided. The complaint will be investigated, and details of the investigation will be included in future reports. No additional information was received despite (B)(4) separate requests. The event will be reopened if additional information is provided at a later date. Clinical code: 1770 - multiple embolic stroke. Impact code: 4614 - serious injury / illness / impairment - patient suffered multiple embolic stroke. Medical device problem code: 3190 - insufficient information - further information was requested in regards to - patient outcome, device failure details and further actions from the clinician. Component code: 4755 - part/component/sub-assembly term not applicable. Investigation type code: 4110 - trend analysis - a 5 year review of similar complaints (medical event > stroke) gave an occurrence rate of <(B)(4) (complaints v sales). A second review of similar complaints (thoraflex hybrid thrombus events (B)(6) 2019 - (B)(6) 2024 v thoraflex hybrid sales (B)(6) 2019 - (B)(6) 2024) was performed as thrombus was indicated, this gave an occurrence rate of (B)(4). No negative trend in the number of complaints received has been identified. 4111 - communication / interviews - minimal information was provided and 2 event details on the same intake form. Clarification and additional details were requested, but not provided. 4117 - device not accessable for testing - remains implanted. Investigation findings: 3221 - no findings available - the root cause of this event could not be determined and no causal link between the event failure and the device could be established. Investigation conclusion: 4315 - cause not established - the root cause of this event could not be determined and no causal link between the event failure and the device could be established.

Event description:
Event reported on (B)(6) 2024 from (B)(6) hospital (B)(6), postoperatively, multiple embolic stroke and CT angiography revealed thrombotic deposits in the prosthetic portion of the graft. Patient suffered from hemiparesis and was transferred to a specialised rehabilitation unit. Reported as possibly related to device, procedure and pre-existing condition. Follow up 3 see narrative in section h11.

Manufacturer narrative:
This event was reported to a terumo employee on (B)(6) 2024, however this was not passed to the complaints team until (B)(6) 2024. An internal non-conformance has been raised to investigate and determine any actions required. As 2 events were reported on the same intake form we have minimal information at this time. Additional information has been requested and a request has also been made to separate the events onto 2 forms. All available information at this time has been provided. The complaint will be investigated, and details of the investigation will be included in future reports. No additional information was received despite 4 separate requests. The event will be reopened if additional information is provided at a later date. Clinical code: 1770 - multiple embolic stroke. Impact code: 4614 - serious injury / illness / impairment - patient suffered multiple embolic stroke. Medical device problem code: 3190 - insufficient information - further information was requested in regards to - patient outcome, device failure details and further actions from the clinician. Component code: 4755 - part/component/sub-assembly term not applicable. Investigation type code: 4110 - trend analysis - a 5 year review of similar complaints (medical event > stroke) gave an occurrence rate of (B)(4). (Complaints v sales). A second review of similar complaints (thoraflex hybrid thrombus events (B)(6) v thoraflex hybrid sales (B)(6). 24) was performed as thrombus was indicated, this gave an occurrence rate of (B)(4). No negative trend in the number of complaints received has been identified. 4111 - communication / interviews - minimal information was provided and 2 event details on the same intake form. Clarification and additional details were requested, but not provided. 4117 - device not accessable for testing - remains implanted. Investigation findings: 3221 - no findings available - the root cause of this event could not be determined and no causal link between the event failure and the device could be established. Investigation conclusion: 4315 - cause not established - the root cause of this event could not be determined and no causal link between the event failure and the device could be established.

Event description:
Event reported on (B)(6) 2024 from (B)(6) hospital (B)(6), postoperatively, multiple embolic stroke and CT angiography revealed thrombotic deposits in the prosthetic portion of the graft. Patient suffered from hemiparesis and was transferred to a specialised rehabilitation unit. Reported as possibly related to device, procedure and pre-existing condition. This report is being submitted as a follow up 2 (final) for manufacturing report #9612515-2024-00027 to provide response to FDA information for (B)(4).

Manufacturer narrative:
This event was reported to a terumo employee on 28 mar 24, however this was not passed to the complaints team until 11 may 24. An internal non-conformance has been raised to investigate and determine any actions required. As 2 events were reported on the same intake form we have minimal information at this time. Additional information has been requested and a request has also been made to separate the events onto 2 forms. All available information at this time has been provided. The complaint will be investigated, and details of the investigation will be included in future reports. Clinical code: 1770 - multiple embolic stroke. Impact code: 4614 - serious injury / illness / impairment - patient suffered multiple embolic stroke. Medical device problem code: 3190 - insufficient information - further information will be requested in regards to - patient outcome, device failure details and further actions from the clinician. Component code: 4755 - part/component/sub-assembly term not applicable investigation type code: 4110 - trend analysis - a 5 year review of similar complaints (medical event > stroke) gave an occurrence rate of <0.060% (complaints v sales). 4111 - communication / interviews - minimul information was provided and 2 event details on the same intake form. Clarification and additional details have been requested. 4117 - device not accessable for testing - remains implanted investigation findings: 3233 - investigation ongoing and results are not yet available investigation conclusion: 11 - conclusion not yet available.

Event description:
Event reported by prof max pichlmaler on (B)(6) 20 24 from (B)(6) hospital , postoperatively , multiple embolic stroke and CT angiography revelaed thrombotic deposits in the prosthetic portion of the graft . Reported as possibly related to device , procedure and pre-exisiting condition.